Event description:
It was reported that a pump has a system error 322. The customer reported that the errors were occurring during testing. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 322. The evaluation found that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.